Event description:
Doctor tried to remove retrievable ivc filter - "lodged". On (B)(6) 2012, dr (b)(5) explained to me, and my friend with me, that this was a retrievable umbrella filter and would never have to be removed. My check-up visit , he asked when I wanted filter removed. I stated you told me it didn't have to be removed, but he insisted we set-up date for removal. I have continuous pain in left groin area radiating to abdomen, navel area and upper back in lung. Heart palpitations, prop up at night for better breathing, legs and feet sleeping and tingling. Feels like I have pins/needles sticking in the left area. In a very depressed mode; "really bad", medication helps very little. Before all of this, I had a wonderful life. Could do any kind of house work and yard work; did it all myself - not that way anymore. Neighbors and church friends help me out. I feel the quality of my life is gone. Sad but true. Maybe someone there can tell me what to do. I am not physically or mentally able for more surgery. Please reply with any advice or help you may give me. P.s. If possible I would appreciate info or name of the company and address of company. I think they owe me. Do you? Family dr will not talk about filter, only thing he said I don't believe in filter. He is a very good doctor and I understand why he don't want to be involved. Can anyone suggest an attorney that may be of help. Medications (B)(6) monthly not to mention the pain 24-7. Dr (B)(6) did the ivc implant and tried to retrieve, however, I have not seen him since. I have been told that my limitations of getting any help has run out. Can you tell me if this is true or not (feel free to call dr above). Why was the person using the product: precautions for p.e. After colon surgery. Did you report this problem to the company that makes the product (the MFR): don't know where to reports. Ivc filter lodged in left side "artery" could not be removed.